Manufacturer narrative:
The pump was received with minor scratches on the display window. No cracks on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a big crack on their insulin pump's screen. The customer stated they had scraped their insulin pump and cracked it. The customer's blood glucose was 221 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.